Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 500 mg/dl. Customer was vomiting and went into diabetic ketoacidosis (dka). Water was consumed and a correction bolus was delivered to address bg. Customer was admitted to the hospital and intravenous insulin was administered. Elevated bg/dka were resolved with no permanent injury. Customer discharged on (B)(6) 2019. Customer did not know cause of elevated bg; however, reported pump/supplies were not cause of hospitalization. There were no observed issues with the pump supplies and no alerts/alarms. Customer reported elevated bg may be related to gastroparesis.